Manufacturer narrative:
Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics 12f glidelight laser sheath with its teflon outer sheath, along was used to attempt extraction. The physician alternated attempts back and forth between the ra and rv leads due to lead on lead binding, and the rv lead began pulling apart during the extraction attempts. The ra lead was ultimately extracted with no issues. Since the rv lead was pulling apart, a spectranetics 11f tightrail rotating dilator sheath with its outer sheath was used to attempt extraction of the rv lead. Advancement was made, through a binding site to the tip of the rv lead, and the lead was able to be removed. The patient''s blood pressure dropped, and anesthesia noted an effusion present at the apex of the rv via transesophageal echocardiography (tee). Rescue efforts began immediately, including pericardiocentesis; however, no blood was withdrawn. A sternotomy followed and a superior vena cava (svc) perforation was discovered and repaired. The patient survived the procedure. This report captures the 11f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.